Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with power loss, damage on pump and display issue. The customer reported blood glucose values of 350 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1880l, unomedical, mmt-332a, mmt-7020b. Troubleshooting was performed for power loss, damage on pump and display issue. It was found that sticker came off. Troubleshooting was not performed, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested for return. No return is required for unomedical, mmt-332a, mmt-7020b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Battery cycle 10.0 received the lowbatteryalert (104) on 06/03/2025 13:42:00 after more than 7 days at 19.73 days. Battery cycle 7.0 received the lowbatteryalert (104) on 05/14/2025 10:01:00 after more than 7 days at 17.56 days. Battery cycle 6.0 received the lowbatteryalert (104) on 04/26/2025 10:29:00 after more than 7 days at 23.67 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly, thus unconfirming frozen display. No moisture damage noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, and keypad overlay peeling. In conclusion unit was tested successfully. Unexpected battery power loss was unconfirmed using baat tool. Customer concern of cosmetic damage on the front was confirmed when peeling keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.